Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted in resetting the pump, which successfully resolved the issue, allowing the customer to continue using the pump. The caller was instructed to call back if the malfunction recurs and acknowledged the guidance given.